Manufacturer narrative:
The immucor employee at the customer site provided documented test reports to immucor technical support on (B)(4)2017 to assess the test well image in question, which appeared visually positive.

Event description:
On (B)(6)2017, an immucor employee visiting a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo.